Event description:
Patient's mother reported that the patient has gastroparesis. The patient's physician had no further assessment of the event. No other relevant information has been received to date.